Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the 3100a ventilator experienced piston and amplitude issues. There was no piston centering display and the amplitude was fluctuating. The customer confirmed that there was no patient involvement associated with the reported issue.